Event description:
The customer reported that the proximal pressure sensor autozeroed failed alarm message. The customer reported that the unit was not in use on patient. The issue was discovered during set up for patient use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted product support and states unit alarms proximal pressure sensor autozero failed alarm message on screen during set up, verified error code 1109 in log. Product support advised customer to replace data acquisition (da) printed circuit board (pcb) and sol 2 and 4 to correct, provided part - 453561511741, rp-seal, valve, solenoid, pkg/4, v60 453561511911 rp-solenoid valve, v60, 453561512561 rp-pcba, data acquisition, v60. Customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
The data acquisition (da) pcba, solenoid, x-valve #2, and solenoid x-valve #4 were returned for failure analysis. Visual inspection of the returned parts revealed no evidence of damage or contamination. The reported issue of machine pressure sensor autozero failed error code could not be duplicated during failure investigation. The returned parts passed testing.